Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 12.6mm vicm5 12.6 implantable collamer lens of -5.50 diopter was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was removed and on the same day a replacement lens of a shorter length lens was implanted due to excessive vault.. Cause reported as patient related factor; "excessive vault due to low clr in a wide ac." The problem was resolved as status of the eye mentions "as expected in first surgery."

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial with moisture. Visual inspection found haptic torn. Claim# (B)(4).